Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved and/or logs were not provided for evaluation. The reported defect was not confirmed. All information concerning this reported incident has been included in our trend analysis of the product line.

Event description:
On july 22nd rn hung ivpb zosyn and noted it began infusing at a rapid rate. Rn clamped primary tubing, as previously instructed to do, and then noted the antibiotic slowed down, as expected. 30 minutes later, IV pump was ringing, noting the antibiotics were completed, over 30 minutes, instead of over 4 hours.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.